Event description:
Pt removed pm internal battery while plugged into wall to preserve charge. Then reinserted battery back into pm received yellow wrench,red battery and audible alarm. Thoratec corp. Said to replace emergency battery while pm unplugged. No further issues.